Manufacturer narrative:
(B)(4). Clarification was received that there was no patient involvement. The date received by manufacturer in the initial submission is being corrected to (B)(4) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured october 4, 2014-october 6, 2014. The device was received for evaluation. Visual inspection noted fluid in the housing of the device. Closer examination noted that the film wrap at the top of the bladder was missing. The reported condition was verified. The cause of the condition was due to a manufacturing error caused during assembly. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the film wrap of the bladder of a small volume folfusor was missing and caused the device to leak. The device was filled with 4700 mg of fluorouracil and 5% glucose solution for a fill volume of 96 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.